Manufacturer narrative:
Two handpieces were returned for evaluation and found to meet product specifications. The manufacturing device history record (DHR) of both products were reviewed. Based on assessment, the products met specifications at the time of their respective release. The two phaco handpiece received for evaluation. A visual assessment of the returned samples found no visual non-conformities. The handpieces were connected to a resistance test box, where its¿ input and output impedance were found to be within specification. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet manufacturer's specifications per manufacturing test procedure (mtp). The returned handpieces were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4),

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgical procedure the phacoemulsification (phaco) suddenly fails from the phaco handpiece. There is still suction but no vibrations. This is one of multiple reports from this facility. Additional information has been requested and received which indicated this event took place during the sculpt mode. There was no system message displayed. The surgery was completed using an alternate device with no delay in the procedure and no patient harm.